Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 24 mg/dl. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer was unsure why her glucose level was low at the time, and she was having procedures with x-rays. Advised the customer that the insulin pump could have been exposed to high magnetic fields and could be the reason for her low blood glucose. No further info was provided.